Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator would not turn on. The customer reported the device was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the biomedical engineer evaluate the power supply and power management pcb board for replacement. The biomedical engineer was contacted for followup information with no response received.